Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the battery drawer found broken.

Event description:
The external pulse generator was returned to the manufacturer due to field advisory, analyzed and tested out of specification. There was no patient involvement.